Manufacturer narrative:
On (B)(6) 2025, the patient reported skin irritation while using the electrode - patch - universal 2 channel. The irritation manifested as burning sensation, irritation, itching, peeling, bleeding/discharge, blisters/welts, open sores/skin, and scabbing. The patient sought medical treatment and was treated with both unnamed prescription medication and unnamed over-the-counter medication. The patient did follow the instructions for skin preparation. The patient has a reported history of skin sensitivity/allergy to adhesives and metals, specifically silver. There is no report that the patient took a break in service or discontinued using the device. Engineering evaluation was unable to be performed as the universal electrode patch was not returned. The universal patch is single use and disposed after use; therefore, it is not likely to be returned. Medical adhesive related skin injury (marsi) is likely related to a biocompatibility hazard manifesting at the electrode's interface with the patient's skin. The following factor was identified and/or attributed to electrode skin irritation and associated symptoms. The patient has a reported history of skin sensitivity/allergy to adhesives and metals, specifically silver. The product labeling advised patient of alternative options and other steps to take if skin irritation develops, including healthcare professional contact as needed.

Event description:
On (B)(6) 2025, the patient reported skin irritation while using the electrode - patch - universal 2 channel. The irritation manifested as burning sensation, irritation, itching, peeling, bleeding/discharge, blisters/welts, open sores/skin, and scabbing. The patient sought medical treatment and was treated with both unnamed prescription medication and unnamed over-the-counter medication. The patient did follow the instructions for skin preparation. The patient has a reported history of skin sensitivity/allergy to adhesives and metals, specifically silver. There is no report that the patient took a break in service or discontinued using the device.